Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101200 ¿ m/l taper stem ¿ 61230786; 00801803202 ¿ cocr head ¿ 61238164; 00620206022 ¿ trabecular metal shell ¿ 61230145. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in progress, once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00167, 0001822565-2017-03763, 0001822565-2020-00894.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels and synovitis. During the revision, significant corrosion was noted at the neck and head junction in additional to osteolysis and bone loss. Frozen sections were positive for chronic inflammation consistent with alval. The locking ring was noted to not function and the liner was removed with a screw. The locking ring, head and liner components were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.